Event description:
It was reported that a review was sent to engineering and technical services (ts) regarding a possible accelerated battery depletion case when it comes to this device. The most recent battery capacity showed 12% remaining as of may 2020. Engineering analysis noted that the device was exhibiting unexpected behavior and the battery usage had increase abnormally. The device should be explanted and returned for analysis. The device should have enough capacity to support therapy for 28 days. The device was explanted and will be returned. No additional adverse patient effects were reported

Event description:
It was reported that a review was sent to engineering and technical services (ts) regarding a possible accelerated battery depletion case when it comes to this device. The most recent battery capacity showed 12% remaining as of (B)(6) 2020. Engineering analysis noted that the device was exhibiting unexpected behavior and the battery usage had increase abnormally. The device should be explanted and returned for analysis. The device should have enough capacity to support therapy for 28 days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.